Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned trial found the instrument to be scratched and nicked. The root cause is attributed to misuse/heavy usage and wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The instrument was reported for an unknown reason. Examination of the returned trial found the instrument is heavily scratched and nicked all over. A search of the complaint database found similar reports that attributed the root cause to be from misuse/heavy usage and wear out. The root cause of the damage for this instrument is from misuse/heavy usage and wear. Based on the investigation, the need for corrective action is not indicated. Continue to monitor complaints under post market surveillance sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the male attachments on actis broaches are starting to bend and develop stress rings. The doctor is afraid that they are all going to start breaking and wants them replaced. No surgical delay. Examination of the returned trial found the instrument is heavily scratched and nicked all over.